Event description:
It was reported that the shock lead impedance had been gradually rising. Over the past year it was between 105 and 127 ohms. The healthcare provider elected to increase the out-of-range (oor) limit on the implantable cardioverter defibrillator (ICD) and activate the beep alert tones. The ICD remains in service and no adverse patient effects were reported.